Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis without the occ cable. The tip and device shaft/body were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the tip was bent, there were numerous kinks throughout the body of the wire, the distal shaft/body was separated/detached at the seam weld, which was approximately 37.8cm proximal of the tip at the seam weld. The separated ends were jagged, not smooth, and ovaled indicating that there was stress/force applied to the shaft prior to separation and the tip was bent and kinked. The appearance of the confirmed damage is consistent to damage that can be caused from interaction with handling the device during preparation or the procedure and can be caused from interaction with another device or patient anatomy during the procedure. It was agreed the separation/detachment would have been from kinking of the device and no further testing was needed.

Event description:
It was reported that the wire was broken. A comet ii pressure guidewire was initially used to take a diastolic hyperemia-free ratio (dfr) without any issues and the physician was able to determine a vessel needed to be intervened on. A buddy wire for extra support was needed so the physician opted to use the comet ii pressure guidewire. When the guidewire was grabbed off the sterile table, it was found that the wire was broken into two pieces. The procedure was completed with a different device. No patient complications were reported.